Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) MDR 3003442380-2025-15287. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6013366, in question was manufactured at the reynosa site. DHR review: the lot 6013366 was manufactured according to the work instruction (wi) version 123 in the line 07, on 23/may/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5e00691 was manufactured according to the form version 10 and manufactured in the machine itl01, on 22-may-2025, with a total of (B)(4) units. The lot 5e05269 was manufactured according to the form version 68 and manufactured in the machine sc03, on 23-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the site. The infusion set was in use for two days. Patient experienced bleeding at infusion set insertion site and pain/burning specifically when bolusing/giving insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.